Manufacturer narrative:
Correction: section b5 ¿ should have said "it was reported that the patient presented in the operation room for implant procedure. During the procedure, the helix of the lead was already extended before use and failed to be retracted. The lead was not installed during the procedure on (B)(6) 2023. The patient's condition was stable." Rather than "it was reported that the patient presented in the operation room for implant procedure. During the procedure, the helix of the lead was already extended before use and failed to be retracted. The patient's condition was stable."

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the helix of the lead was already extended before use and failed to be retracted. The lead was not installed during the procedure on (B)(6) 2023. The patient's condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece measuring 57.8 cm with the helix extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the helix of the lead was already extended before use and failed to be retracted. The patient's condition was stable.